Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, when powered up, this pb980 ventilator had a burnt smell. The device was available for evaluation. The service personnel (sp) inspected the ventilator, identified thermal damage on the capacitor c83 and c79 on the direct current - direct current (dc-dc) converter printed circuit board assembly (pcba). Sp replaced the dc-dc converter pcba and performed all the tests and calibrations. If a failure of capacitor c83 or c79 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. Review of the image provided confirmed that there was thermal damage to the dc-dc converter pcba. The cause of the reported event was isolated to a faulty dc-dc converter pcba. There is an existing internal corrective action related to the dc-dc converter pca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, when powered up, this 980 ventilator had a burnt smell. The ventilator was not in use on a patient at the time of the reported event. Evaluation of the ventilator by service personnel identified thermal damage of the direct current (dc)-dc converter printed circuit board assembly (pcba).

Manufacturer narrative:
Section d9 was updated due to part received. H3 device evaluation summary: was updated due to analysis of received part. Medtronic conducted an investigation based on all information received. It was reported that, when powered up, this pb980 ventilator had a burnt smell. The device was available for evaluation. The service personnel (sp) inspected the ventilator, identified thermal damage on the capacitors on the direct current - direct current (dc-dc) converter printed circuit board assembly (pcba). Sp replaced the dc-dc converter pcba, also replaced the oxygen sensor and performed all the tests and calibrations. One dc-dc converter pcba was returned to medtronic for analysis. Visual inspection and image review provided found capacitor c83 on dc-dc converter pcba was thermally damaged. If a failure of capacitor c83 on dc-dc converter pcba occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty capacitor c83 on dc-dc converter pcba. The dc-dc converter pcba is in scope of a existing internal investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.